Event description:
It was reported to philips that the azurion device would intermittently not expose when the footswitch was depressed. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the wired footswitch. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirm that an error message coming fluoroscopy and exposing preparation failed try again. Rse analyse the system and found that the system intermittently failing using footswitch but working with hand switch, rse suggested to replace the footswitch and after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.